Manufacturer narrative:
D4: unique identifier (UDI) for crx 21: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced reservoir erosion into the bladder and pain. The reservoir was explanted and replaced. There is no additional information reported.